Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2020-02430; reference MFR. Report#: 1627487-2020-02431; reference MFR. Report#: 1627487-2020-02433.

Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: mn10450-90a (x2), drg leads, therapy date: unknown, model: mn10200, drg ins, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2020-02430. Reference MFR. Report#: 1627487-2020-02431. Reference MFR. Report#: 1627487-2020-02433. It was reported the patient had been receiving ineffective stimulation. X-rays were taken and revealed no anomalies. Multiple reprogramming attempts were performed but were unsuccessful. As a result, the patient's drg system was explanted.